Event description:
Customer stated that the pump continues to deliver after food is empty. Rate and dosage provided were 250 ml/hr and infinite. There was no pt impact reported.

Manufacturer narrative:
Pump has been tested several times using water, and each time when bag was empty pump stopped pumping and alarming no food (or pump finish dose: alarming "dose done"). All alarms have been checked and work properly. Complaint could not be duplicated.